Manufacturer narrative:
The customer reported kinks and a leak in a single-lumen PICC. The catheter was returned to avi for evaluation and the cause of the leak was a clean, perpendicular opening at the 4.2cm mark. There were no signs of kinking at the site of the opening. The type of securement device used is unknown. The cause of the opening could not be determined.

Event description:
Report of a hole in the catheter.